Event description:
Unit "would not alarm whent he unit gets warm". The unit was reportedly in pt use, however there was no reported harm. A repair evaluation was performed and the customer's complaint was confirmed. It was identified that the alarm connection pins were physically bent causing intermittent alarm function. It was recommended that the alarm component be replaced to correct the problem, however the customer refused to authorize service to the equipment and the unit was returned unrepaired. No further investigation could be performed as the customer did not release the failed alarm to respironics. The failed alarm was installed during an upgrade performed by the customer.